Event description:
No additional information.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: me2020 batch#: 24049134 it was reported by the customer that syringe tubing leaking at connection site.